Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the battery oscillator device was swaying when in use and would not shut off. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing site name was documented as synthes (B)(4) in the initial report. This has been updated to (B)(4) synthes (B)(4). Please note that the contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. If additional information should become available, a supplemental medwatch will be submitted accordingly. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device swayed when in use and would not shut off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was not running, there was no voltage output as the electronic control unit (ecu) was damaged, the device had an unknown liquid inside, and the seals were worn out. It was further determined that the device failed pretest for functional test. The assignable root cause of these conditions was determined to be due to wear from normal use and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.